Event description:
It was reported that patient had a clear fluid draining from the incision site. It was noted that patient had an allergy to sutures used to secured the leads and anchor. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104446, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104439, UDI: (B)(4).